Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was confirmed. The single board computer was found to be faulty and the sbc upgrade kit is required. The customer refused the repairs at this time.

Event description:
It was reported that the 8800 system would not boot up prior to a procedure. No patient injury was reported.